Manufacturer narrative:
Patient information was unavailable from the site. Device lot number was unavailable as it was noted to be worn off of the returned instrument. The passive ball probe was returned to the manufacturer for analysis. Analysis found that the probe was visibly worn and the tip of the probe was bent. However, with marker attached and fully seated, the probe returns good geometry and divot error readings. Analysis found that the reported event was related to a physical damage issue. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the tip of the probe was visibly bent. The site continued the procedure with a different probe without further issue. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.